Event description:
It was reported that during a device replacement, externalized conductors were observed. The lead was capped and replaced. Patient condition post procedure was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.